Manufacturer narrative:
The event on an unspecified date in (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tubing of an unspecified quantity of sterile repeater pump tube sets detached from spike while the pump was running fluids. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was further clarified that the event resulted in a leak. H4: the lot was manufactured from may 08, 2019 - may 13, 2019. H10: the device was received for evaluation. Visual inspection was performed and found that the tube set tubing was detached from the tube set spike. Due to the nature of the returned sample no functional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.